Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when an asymptomatic patient presented for follow-up in hospital, the pacemaker was found to be in backup vvi. The patient¿s pulse was unable to be confirmed. Premature battery depletion was observed. The device was explanted and replaced. The patient made good progress after the replacement.

Manufacturer narrative:
Additional information: the reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and found to be in back up operation upon device interrogation. The cause of the bvvi was transient low battery voltage. However, the reported field event of premature depletion could not be confirmed in the laboratory. The device was tested on the bench and found no indications of premature depletion.